Manufacturer narrative:
This report is for one (1) unknown 2.7 mm locking screw. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Part of the screw remained in the patient¿s bone; device not considered explanted. Complainant device is not expected to be returned for manufacturer review/investigation. The (510k #): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one 2.7 mm locking screw broke at the head during a hardware removal and revision surgery on (B)(6) 2017. As the surgeon went to remove the screw, the head snapped off. The screw shaft fragment was left in the patient¿s bone. The patient was revised to another plate and screws with autograft and allograft bone. There was no reported surgical delay, no additional x-rays or other medical intervention required. The procedure was completed successfully with the patient in stable condition. Hardware removal and revision open reduction internal fixation (orif) was performed on (B)(6) 2017 due to tibia non-union and a broken plate. This report addresses intraoperative broken screw. Hardware removal and revision due to tibia non-union and a broken plate has been captured under linked complaint (B)(4). Concomitant devices reported: va-lcp ant/lat dist tib, 10h r (part # 02.118.208 and lot # 9873635, quantity # 1). This report is for one (1) unknown 2.7 mm locking screw. This is report 1 of 1 for (B)(4).